Event description:
The customer reported the battery runs out fast, had an inadequate low battery warning and the device shutdown.

Manufacturer narrative:
(B)(4). There was no reported pt involvement. This complaint is still being investigated. A follow up report will be submitted upon completion of the investigation.